Manufacturer narrative:
Review of x-rays confirmed the issue. Sterile long starter awls are implanted into the cage. Review of traceability and inspection records for sterile starter awl is compliant. The roi-c sterile starter awl is manufactured from non-implantable, x30cr13 martensitic stainless steel and is not intended or approved for implantation in the human body. Over time, there is a high potential for material degradation as well as associated adverse reactions resulting from product corrosion. Additionally, the roi-c sterile starter awl instrument is not designed to provide substantial support to the peek cage and could potentially migrate out of the bone and cage. Surgeon was informed by your sales representative that ldr medical recommends the ablation. Surgeon made the decision to not revise the patient at this time. Patient will be monitored and patient will be revised if necessary. Devices still implanted.

Event description:
Insertion of roi-c cage at c6-c7 level. Nurses gave the sterile long starter awls instead of the anchoring plates. The 2 sterile long starter awls were inserted into the cage, they don¿t exceed cage. The cage has not been damaged. Patient is going fine, surgeon has not scheduled revision. Patient will be monitored.